Event description:
Customer reported having low blood glucose of 40 mg/dl, treated with food. Customer reported her predictive alerts were turned off. Customer reported the threshold suspend was turned on. Customer reported her sensor glucose reading was 58 mg/dl and blood glucose was 40 mg/dl. Customer reported her low limit was set to 70 and her threshold suspend was set to 60 mg/dl. Customer removed sensor and it did not look damage. No further information reported.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was programmed with a test minilink and monitored with a glucose sensor simulator. The sensor feature working properly. No unexpected low suspend or lost sensor alarms noted. The device passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The device was received with cracked case at display window corners and battery tube threads. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.